Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. The system was then tested and met all product specifications. The company service representative spoke with the operating room materials manager who stated that the handpieces had just been flash sterilized and were at a high temperature, not at room temperature, during tuning. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported no phaco, firing. Additional information has been received stating that the issue occurred before a cataract with intraocular lens implant procedure. The system was exchanged to initiate and complete the procedure with no harm to the patient.